Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported material rupture could not be determined. Factors that may contribute to material ruptures include, but are not limited to, material damage, inflation technique, interactions with other devices, lesion calcification and tortuosity or insufficient preparation prior to use. In this case, it is possible the device may have interacted with the mildly calcified, mildly tortuous, 80% stenosed lesion during advancement, positioning, or inflation, damaging the device, ultimately causing the reported material rupture; however, based on the information received and without the device to examine, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure performed was to treat a de novo, mildly calcified, mildly tortuous left anterior descending coronary artery that is 80% stenosed. The lesion was predilated with an unspecified 2.00x15mm balloon. Once at the lesion, the balloon of the 2.75x33mm xience alpine drug-eluting, balloon-expandable stent was inflated twice at 12 atmospheres and only partially inflated. It lost pressure during inflation attempts. The stent was with withdrawn and discarded. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.